Event description:
It was reported that during a stone fragmenting/dustin procedure for kidney stones, the fiber tip was lost. At the end of the procedure, the fiber tip parts were removed manually. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a stone fragmenting/dustin procedure for kidney stones, the fiber tip was lost. At the end of the procedure, the fiber tip parts were removed manually. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. Visual analysis observed that the tip was securely in place and does not show any signs of detachment. Microscopic inspection of the tip indicated it was degraded. This is expected behavior for consumable devices. The fiber connector was bright and round with light exiting the face. The fiber was functionally tested, and it was identified that the aiming beam was bright and round. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a stone fragmenting/dustin procedure for kidney stones, the fiber tip was lost. At the end of the procedure, the fiber tip parts were removed manually. The procedure was completed using the same fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. Visual analysis observed that the tip was securely in place and does not show any signs of detachment. Microscopic inspection of the tip indicated it was degraded. This is expected behavior for consumable devices. The fiber connector was bright and round with light exiting the face. The fiber was functionally tested, and it was identified that the aiming beam was bright and round. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.